Event description:
The customer reported that while on a pt, the ventilator was displaying circuit occlusion and was not ventilating and a continuous audible alarm was present. The pt was removed from the ventilator and placed on another ventilator. No pt harm.

Manufacturer narrative:
Carefusion field service will evaluate the device.